Event description:
Reporter called and stated that the pt expired due to pneumonia. This report is incomplete as treating physician did not respond to the manufacturer's follow-up questions. There is no evidence that the ncp system caused or contributed to the pt's death.

Manufacturer narrative:
D.7. Explant date. This date is estimated; only the month/year is known.

Event description:
Death certificate lists acute pneumonia as immediate cause of death.